Manufacturer narrative:
(B)(4). Date sent: 6/28/2021. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that only the pouch bag was returned. The bag was received fully cinched with its suture and torn at the bottom end (not at the seams). The torn portion was noted stretched while the suture was observed in good condition. Additionally, a tyvek was returned along with the sample. The event reported was confirmed and it is related an improper use of the device. A potential cause of the torn bag is attempting to remove the bag with specimen through the trocar or forcing the bag through the access site, as this may lead to bag rupture and spillage of contents. Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while removing the gallbladder and gallstone through incision, the bag broke. No part of the pouch fell into the patient. The procedure was delayed by five minutes. A like device was used to complete the procedure with no patient consequences.